Manufacturer narrative:
An event regarding crack/fracture involving a duracon baseplate was reported. The event was confirmed by the photograph provided. Method & results: device evaluation and results: product was not returned however one photograph was provided. Review of the photograph indicates a fractured condyle compartment in both the baseplate and insert. Medical records received and evaluation: not performed as no medical records were provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as product return, pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
When revising a duracon tibial baseplate it was found to be broken.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
When revising a duracon tibial baseplate it was found to be broken.